Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) during dwell 3 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. The clamp on the unused supply line was open. The patient had not disconnected prior to the alarm. The technical service representative (tsr) recycled the power, cleared and explained the alarm. The patient finished with manuals. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). No batch review was conducted as the lot number is unknown. This complaint is for a report of a use error for a system error 2240, where the home patient stated the clamp on the unused supply line was open. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. It warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.